Manufacturer narrative:
Maude report # mw5079041. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip basket was opened for use for a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the basket wire broke off inside the patient while attempting to remove a stone. The broken wire was retrieved without a problem. All pieces were retrieved and removed intact from the patient. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.